Event description:
Additional info about the procedure and technique were received that indicates the following: the pts obesity caused the needles to disappear from view prematurely. The physician concluded that the shape of the pt made the usual lateral landmarks difficult to identify. This caused the physician to aim too laterally in an effort to avoid hitting the bladder. The pt was treated with six units of blood, antibiotics and was discharged from the hospital on 3/21/98. Seven weeks post operatively the pt had no problems and reported that she felt "smashing." Both vaginal wall and abdominal wall were well healed.